Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the monitors are beeping, showing the battery is not charged when it is. There was no adverse patient impact reported.

Manufacturer narrative:
UDI: (B)(4).